Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was reportedly completed and there was no patient injury reported.

Manufacturer narrative:
A dispatched däger fse could narrow-down the root cause for the ventilator failure alarm to the vent motor and replaced it. The concerned motor was returned to manufacturer for investigation. Appearance and findings confirm the previous expertise - there are several rotor positions where the unit does not provide mechanical power due to an abraded collector disc. This will be detected by the motor position supervisor system and leads to a shut down of automatic ventilation to prevent from serious mechanical damages. This shut-down is accompanied by a corresponding alarm. Manual ventilation as well as the monitoring functions remain available which enabled the user in the particular case to complete the procedure. The motor is a wear-and-tear part. At standard conditions - 5 hrs/day, 5 days/week - the motor is designed to last for 10 years of operation. The particular motor is less than 10 years old but the logged number of operating hours is significantly higher than the estimated average. The repair exchange was the appropriate measure to put the device back into fully operable condition.

Event description:
Please see initial-report.